Manufacturer narrative:
On 6/8/2017: it was reported multiple additional occlusion alarms occurred. The customer's bg level ranged between 101-170mg/dl. The customer was able to clear the occlusion alarms. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 260mg/dl and a manual injection was administered to address the bg level. The customer performed troubleshooting on their own and would observe insulin exiting the infusion set tubing during fill tubing. A supply change was performed resolving the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.